Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported that he had his right hip replacement on or about (B)(6) 2007. He stated that it never really felt good after surgery, but dealt with it. Approximately two years ago, the pain increased, he now has a hard time walking, his right leg is longer than the left, his hip is steel on steel.